Manufacturer narrative:
No conclusion code available. The reported event of premature depletion/longevity was not confirmed in the laboratory. The device was received in backup mode and analysis of device image indicated the backup mode was caused by code corruption. The device remained implanted in backup mode for several months prior to explant, which accelerated the battery depletion consistent with the higher output mode of backup operation. After cutting-open the device and installing a new battery, the device functionality tested normal and no anomalies were found. Total projected longevity based on field settings was considered normal battery depletion.

Event description:
During follow-up, the device was interrogated and found in back-up mode. The device could not be restored to it original settings due to high battery impedance, since the device was near eri. The device was explanted and the patient was in stable condition.